Event description:
Device 2 of 3. Please see mfg report #1627487-2010-02778 for device 1 and mfg report #1627487-2010-02851 for device 3. On (B)(6) 2006, the pt was implanted with an scs system. Beginning a year ago, every time the pt recharged her ipg, the next day she would feel dizzy. The pt reported that she had also fainted a couple times. The pt said she had been hospitalized 6 times in the last year for dizziness. The pt doesn't have symptoms any other time, except for after recharging, regardless of if she has the stimulator turned on or off. She recharges with the stimulation turned off and does not use the stimulator 24x7. The stimulation does help her pain. On (B)(6) 2010, the dr replaced the ipg but the replacement ipg (eon mini) did not fix the dizziness while recharging. The pt's rep has been told that the entire system will now need to be explanted but he does not know if this explant has occurred yet.

Manufacturer narrative:
Device eval 2 of 3. Please see mfg report #1627487-2010-02778 for eval of device 1 and mfg report #1627487-2010-02851 for eval of device 3. Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.